Event description:
Syringe pump noted to be wet. Pool of medication found under syringe where filter tubing connects. Connection tight. Tubing changed, and product tested with saline syringe and pinhole leak noted from filter tubing when flushed. Service notified.